Manufacturer narrative:
Additional information: based on the information provided, including the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex concluded that the cause of the reported failure was wear and tear damage over repetitive usage. Manufacturing 29-mar-2019. The complaint allegation was not confirmed. The device was not received for evaluation, and the customer¿s attached picture does not provide evidence of the failure.

Event description:
On 01/23/2024, it was reported by a sales representative via (B)(4) that an ar-623-t708 tibial bearing had a pin come out and an ar-623-th trial would not fit in the baseplate. This occurred during use in a case with no patient effect. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.